Event description:
Boston scientific received information that tachycardia therapy was programmed off in this implantable cardioverter defibrillator (ICD) for an unspecified reason. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion (nbd). The device is not available for analysis as it was thrown away during the explant procedure.

Event description:
--

Manufacturer narrative:
--